Event description:
Additional information received on (B)(6) 2021. (B)(6) 2017: states feels like a ball of tissue and vaginal entrance that seems to go back inside after bowel movement, feels soft at bottom of vagina, area has been swollen since beginning of (B)(6) 2016. (B)(6) 2017: grade 4 rectocele/enterocele, grade 1-2 apical descent prior primary tissue repair of rectocele/enterocele ((B)(6) 2016) has failed due to history of chronic constipation, claimant states she would like to proceed with surgical intervention/repair. (B)(6) 2018: new patient visit ¿ states she is seeking a 2nd opinion for vaginal mesh erosion, reports recurrent utis. Palpable/non tender unspecified mesh erosion in posterior/apical compartment. (B)(6) 2019: uti additional information was received on (B)(6) 2021. (B)(6) 2017: feeling of a ball like tissue at the entrance of the vagina, rectocele 2nd degree. (B)(6) 2019: vaginal mesh erosion posterior apical compartment, pfm weakness.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced recurrent vault prolapse, rectocele and enterocele. Subsequently, sacrospinous ligament fixation, rectocele repair with mesh, enterocele repair with mesh (restorelle directfix implanted) under general anesthesia. Approximately one year later, it was reported that the patient experienced numbness and spasms. After that it was noted that they had pelvic muscle dysfunction.